Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 12/31/2017. Confirmed customer's test strips are being stored properly and opened vial date was 08/26/2015. Customer performed a back to back blood test 111mg/dl and 111mg/dl. Reviewed meter memory (B)(6). Customer is concerned with the result of 58mg/dl on 8/26/2015. No adverse event reported.